Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the soft component of the arrow button was in poor condition and torn. The button was working, but the patient reported that the button was pressed against her body resulting in a 120% temporary basal set-up causing hypoglycemia. The patient experienced tremors in her hand and stomach. It was alleged that the torn button caused the unintentional amount of insulin delivery. The patient's blood glucose level was less than 70 mg/dl. The patient's mother offered her sugar. The patient was able to self-treat.